Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's pitch down cable to be frayed at the distal clevis hub. The frayed strands were sticking out at the instrument's wrist. The other cables were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a frayed pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that in central processing, a frayed wire was identified on the pk dissecting forceps instrument. The instrument was not used after the reported issue. Site is not aware of any adverse event on previous procedures.